Manufacturer narrative:
Portion that broke off remains in pt. Device not yet received at encore. Additional info will be sent when available.

Event description:
Rsp glenoid baseplate screw broke during insertion into the patient's glenoid.